Manufacturer narrative:
The meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter gave an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) attempted following-up with the patient; however the patient refused to answer any questions. The patient reported the issue began on (B)(6) 2015 at around 9am. The patient manages his/her diabetes with insulin (self-adjuster). The patient confirmed that he did make changes to his usual diabetes management regimen in response to the alleged product issue; the patient alleged as he could not test his blood glucose level, he has not injected anything. The reporter claims the patient developed symptoms of dizzy at an unknown time after the product issue occurred. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury nor did he receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.